Manufacturer narrative:
The product stopped working when the actuator rod fractured at the boom connection point. Teh actuator has a hole in the shaft, the shaft is connected to the boom by a pin. Teh actuator applies the force needed to raise the boom (patient). The fracture occured when the pin lulled through the hole after teh hole was allowed to elongate. Ez way identified the actuator hole will elongate after repeated cycles of raising and lowering patients. This risk is identified as part of our maintenance checklist which is covered in our operator's instruction (pg 13), service manual (pg 6), and the safety & maintenance checklist (pg 2) with elongation inspection intervals not greater tahn six months. This information is also available on the company web site.

Event description:
Facility reported, "ez way smart lift rated at 500 lbs failed when the actuator gave out while the lift was engaged to lift the resident. Resident fell to the floor, falling approximately 4 feet."